Event description:
Foley inserted in cervix and inserted in uterus for case for chromotubation. At end of case foley was attempted to be removed. When balloon was attempted to be deflated, it would not deflate. Two different syringes were tried with no success. End port where syringe gets attached was cut by surgeon to attempt to manually deflate the balloon, and the balloon still did not deflate. Hysteroscopy was used to deflate balloon to remove from uterus/cervix. This is the second case of the day with the same ref: 165808 for this product where the balloon would not deflate. In both cases, the patient underwent hysteroscopy and used a needle to pop the balloon in order to remove the foley. There were 2 different lot numbers: ngkx1801 & ngkr2525. The surgeon has been performing this procedure for 19 years and is very experienced using the product and has only recently had this issue.